Manufacturer narrative:
The explanted device is expected for return to edwards lifesciences and an evaluation of the product is currently pending its return. A supplemental report will be submitted upon completion.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic aortic heart valve was explanted after four (4) months due to unknown reasons. A 23mm pericardial valve was implanted in replacement. The site would not provide any additional details due to the health insurance portability and accountability act (hipaa).

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, heavy vegetation overgrowth was observed on leaflet 1 at the outflow and inflow aspects. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 2 at the outflow aspect. Host tissue and vegetation on the stent circumference was heavy at the inflow and outflow aspect. Vegetation restricted leaflet mobility and led to stenosis. The sewing ring was cut at multiple locations around the valve circumference. Twelve (12) cor knots and one (1) pledget remained attached to the sewing ring. The x-ray demonstrated an intact wireform and a bent commissure. Fragments of vegetation were returned with the valve. Additional manufacturer narrative: during the examination of the valve as received, all three (3) leaflets were covered by massive thrombotic material on both sides of the device, which made it impossible to assess the bioprosthetic leaflets. Despite attempts to receive further information regarding the event, no additional details were provided due to hipaa. Without additional information pertaining to the reason for explant, edwards lifesciences is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(4)